Event description:
It was reported, that due to an unrelated surgical procedure wherein the ipg was not placed into surgery mode the ipg was no longer able to communicate with external devices. A manufacturer representative was able to confirm and deemed the ipg inoperable. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the scs system was explanted.